Manufacturer narrative:
Three open lenses were returned to the manufacturer in used condition. All lenses were found to be free from manufacturer defect. One lens exhibited the presence of deposits on the lens edge. The formation of deposits is associated with the lens wearers tear chemistry, wearing schedule, and care and handling, not with the manufacturing of the product. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient was seen at the hospital with the complaint of eye pain in the right (od) eye. The patient was diagnosed with a peripheral corneal ulcer. Cultures taken revealed pseudomonas aeruginosa. The patient had decreased vision, unknown if permanent, and discontinued lens use for twelve weeks. The patient was prescribed an unspecified antibiotic and will continue treatment outside of the hospital with their eye care provider. Good faith efforts have been made to obtain additional medical information without success. This event is being reported out of abundance of caution due to the allegations of a bacterial ulcer, incomplete diagnosis, lack of medical information, and unknown resolution.